Event description:
It was reported that an ilet bionic pancreas user experienced difficulty connecting a dexcom g7 continuous glucose monitor (cgm) because the ilet was configured to a different cgm type and the user attempted to pair with an incorrect sensor type. No clinical signs, symptoms, or conditions were reported. Outcomes included successful cgm pairing and warm-up after guidance, with no need for medical intervention or hospitalization. User support included customer support-led troubleshooting and user education, review of device settings, and guided reconfiguration to the correct cgm type followed by successful pairing using a valid pairing code. Investigation of this case revealed use error related to selection of the wrong cgm type within device settings, with device hardware and software functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user selection error and use of an incorrect pairing workflow.